Manufacturer narrative:
On 12/6/2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture concomitant products: (right) 405cc mentor memorygel breast implant catalog: 3507405mc lot: 6855909 sn: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation with two 405cc mentor memorygel breast implants, suffered left side capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent unilateral removal and replacement with the following device on (B)(6) 2017: (left) 405cc mentor memorygel breast implant catalog: 3507405mc lot: 7386167 sn: (B)(4).